Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("pain during essure placement"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and procedural pain outcome was unknown. The reporter considered pelvic pain and procedural pain to be related to essure. The reporter commented: essure insertion with three trailing coils on right and three on left. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: confirmed correct position of essure. X-ray - on an unknown date: confirmed correct position of essure; on (B)(6) 2011: there was an asymmetry compared to the right side, they could not say for sure if the essure device is in place or not. Most recent follow-up information incorporated above includes: on 8-mar-2019: medical history, lab data and event persistent pelvic pain added. Event they could not say for sure if the essure device is in place or not was deleted since several plain abdomen xray and ultrasound confirmed correct position of essure inserts. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("they could not say for sure if the essure device is in place or not") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("pain during essure placement"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and procedural pain outcome was unknown. The reporter considered device dislocation and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2011: there was an asymmetry compared to the right side, they could not say for sure if the essure device is in place or not. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.